Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter had a loose connection on (B)(6) 2025, the patient was discharged from the hospital. The nurse maintained the PICC line and replaced the PICC line connector (replacing the positive pressure connector with a prn cap). However, after the prn cap was connected, it could not be matched with the PICC line, and the connector became loose.

Manufacturer narrative:
1. The customer did not return any samples or photos, and the specific defect details could not be identified. 2. Query batch record information 1) the complaint batch number # 4016503 was produced on the prn automatic assembly line, with a production date of 2024-2. The 2024-2 was packaged on the m860 packaging machine, and the total value of this batch of products was (B)(4). 2) check the process inspection and shipment inspection reports of this batch of products. The test results all meet the product standards and there are no abnormalities. 3) check the production records of this batch of products and the machine maintenance, and find no abnormalities, deviations or rework activities. 3. Analysis of the retained sample products: tensile tests and leakage tests were conducted on the retained sample products of the same batch (rotate the prn on the standard ruhr joint, inject standard water pressure, and observe whether there are any abnormalities in the prn within the standard time). The test results were qualified. 4. Root cause analysis: leakage tests were conducted on the retained samples of the same batch. The test results were qualified, but the defect patterns could not be reproduced. As no samples or photos were returned, the specific defect details could not be identified. 5. The factory keeps a close eye on such defects.

Event description:
No additional information is available.